Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The manufacturer representative provided additional information indicating that the surgery is scheduled for (B)(6) 2026.

Manufacturer narrative:
Continuation of d10: product ID b3400060m. Serial# (B)(6): product type extension section d information references the main component of the system. Other relevant device(s) are: product ID: b3400060m, serial/lot #: (B)(6), ubd: 09-sep-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that for the past week or so they had been getting service code 1098 and service code 1703 (out of range. Contact your clinician. The neurostimulator is providing less than the requested therapy) when trying to increase their stimulation. Patient said they were told by their healthcare provider to call manufacturer representative (rep), about the issue. Patient said rep told the patient to call "technical services" to troubleshoot the issue. Agent reviewed meaning of service code and redirected patient to healthcare provider. The patient was redirected to their health care provider to further address the issue. The manufacturer representative provided additional information indicating that they'll meet with the patient in two weeks for evaluation and confirmed that the hcp was aware. The manufacturer representative provided additional information in 2026-apr-21 indicating that the patient was evaluated with a neurosurgeon and found to have high impedances on all contacts. It was observed that the extension appeared to be twisted multiple times, and the patient reported that the battery had flipped and may have been repositioned several times. An extension revision is planned to address the issue.